Event description:
It was reported "the pump indicates an irregular heart rate and does not function properly during use". Additional information states the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine."

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The reported complaint that the "pump indicates an irregular heart rate and does not function properly during use" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "the pump indicates an irregular heart rate and does not function properly during use". Additional informaiton states the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".